Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had no more audio alarm. No further information provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and a21 error test. No auto off alarm noted during our testing. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no audio or beep anomaly noted. The insulin pump was received with cracked reservoir tube lip noted.